Manufacturer narrative:
The investigation into the reported hemolysis and access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report and data logs were evaluated. Data logs shows the suction events during case. The cause of the hemolysis issue was improper positioning of the device since pump repositioning resolved the hemolysis based on clinical information. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not received. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 83-year-old male undergoing left anterior descending artery procedure was implanted with an impella cp device for mechanical circulatory support. Readjustment was needed on the pump and hemolysis lab values were noticed. The md repositioned the pump and after the procedure was completed, it was noticed that the patient was oozing heavily from the access site. The oozing could not be stopped and decision was made to explant the impella. The patient was put on continuous renal replacement therapy and was shown to be hemodynamically stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿